Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 2.0, laboratory inr: 1.09. Therapeutic range: unknown. The time between testing was 30 minutes. The patient was off warfarin for 7 days starting (B)(6) 2015 and was taking lovenox. The last dose of lovenox was on (B)(6) 2015. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot, 345309, was performed. In-house testing on strip lot 345309 meets expectations. A review of the manufacturing records for lot# 345309 did not uncover any non-conformances. The lot meets release specifications. The customer utilized expired strips during testing. The use of expired product may have contributed to the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The customer was using expired strips when testing on the inratio device on (B)(6) 2015.